Event description:
The customer alleged to have purchased a contour next meter in us and found that the meter was reading in mmol/l. No adverse event alleged. Since the customer did not have meter with him, the meter information could not be gathered.

Manufacturer narrative:
The customer did not return the suspected product. Since the customer did not provide the meter information, no further information could be performed.